Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.